Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain and/or discomfort due to migration of the indirect decompression spacer. The implant had migrated posteriorly and was no longer providing adequate stability. Therefore, the spacer was explanted and will not be returned as it was discarded by the medical facility. No further information could be obtained despite good faith efforts.